Event description:
It was reported that the user awoke to an out-of-insulin condition on the ilet, experienced hyperglycemia to 303 mg/dl, and was guided to replace the cartridge and connector, prime until drops were observed, and reconnect, after which glucose gradually declined; the event was associated with running out of insulin, with no device component implicated and a procedural factor noted. Symptoms included hyperglycemia and thirst. Outcomes included a delay in treatment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to running out of insulin, with an improper or incorrect procedure or method involved and no applicable device part implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.